Event description:
It was reported that the ilet user experienced a hypoglycemic event with loss of consciousness after a period of hyperglycemia, followed by a rapid blood glucose decline; the user attempted to treat the low, lost consciousness, and was given oral juice by a household member, after which the pump continued correcting a subsequent mild hyperglycemia. Symptoms included loss of consciousness associated with hypoglycemia. Outcomes included transient impairment that resolved without medical attention or hospitalization. Investigation included data synchronization and troubleshooting with user education on appropriate low treatment. Investigation of this case revealed no device alarms and no reported device malfunction, and the event was assessed as hypoglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.